Manufacturer narrative:
Additional information received reported that the patient was a male with date of birth (B)(6). Also, the operative eye was the left eye (os). Reportedly, there was no incision enlargement, vitrectomy, or sutures used. There was no post-operative patient injury. The lens was replaced with the same model, but different diopter of 23.0. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: male. Initial reporter name: dr. (B)(6). Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 9/28/2017. Device evaluation: the device was returned to the manufacturer in a pouch, in a ziplock bag. Visual inspection was performed and lens was observed cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, exact date not provided (2017). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 21.0 diopter intraocular lens was implanted on (B)(6)2017. Post-operatively, the patient was unhappy with the lens and an explant was performed on (B)(6)2017. No additional information was provided.